Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 566 mg/dl. Customer reported that insulin pump was not working right and had experienced high blood glucose event. The customer experienced symptoms such as feeling thirsty . The customer was treated with insulin. The customer was wearing the insulin pump during the hospitalization. High blood glucose troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Unable to perform high pressure test due to no tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.